Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 cautery got stuck in the shaft and they were unable to use it, as per end user there was unusual narrowed inside the kit. They quickly opened new kit to solve the issue. The hospital did not report any patient effects.

Manufacturer narrative:
Internal complaint # (B)(4). The device was returned to the factory for evaluation. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. The c-ring was observed to be completely intact. No visual defects were observed. A mechanical evaluation was conducted. A reference endoscope and harvesting tool were inserted and retracted without any observed difficulties. The device was evaluated five times for the scope's ability to fit inside the cannula bell and for the harvesting tool to fit inside the tunnel. A second investigator was able to insert and retract the endoscope and the harvesting device with no difficulties. Based on the returned condition of the device and the results of the investigation the reported failure mode ¿fitting problem; cannula¿ was not confirmed.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 cautery got stuck in the shaft and they were unable to use it, as per end user there was unusual narrowed inside the kit. They quickly opened new kit to solve the issue. The hospital did not report any patient effects.